Event description:
Bed stopped working, no motors are working when pendant buttons are pushed, end user aid unplugged bed from wall, and when plugged back in the outlet sparked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.